Event description:
Customer reported that the alarm has battery corrosion. The customer claims that this was detected during first time use. The customer couldn't provide more information about the damage. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed the unit powers up and passes all functional tests performed. Visual findings show there's corrosion inside the battery compartment on the springs and contacts due to battery leakage. There is battery leakage residue on the battery ribbon. Also, the unit battery door is missing. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. (B)(4).